Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient representative. They reported that pt's ins had worked but now it's not doing anything, now they are having many problems. Caller said the patient checked and it would not adjust they found it was turned off, they happened to meet with a medtronic rep, at the doctor's office who told them the patient had 25 percent of the battery left. Caller said they called the doctor's office and were told they needed permission to get the stimulator replaced. Reviewed ins replacement is a medical decision made between patients and doctors and redirected to the doctor. Caller asked what the reps schedules were for dr debeche-adams office. Reviewed the doctor's office can page a rep and schedule an appointment. Caller asked for the rep phone number. I offered and sent an email to the reps in the area to call caller back. The patient reported getting a myelogram. The patient mentioned unrelated medical history. This included pt also goes to a pain doctor.

Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim, gastrointestinal pelvic floor. It was reported that the patient's husband called and they went to advent medical group in (B)(6) about two weeks ago. The patient was going to get an MRI and didn't have her card with her and didn't know the model of the stimulator and didn't know the one she had she couldn't have an MRI. There happened to be a medtronic technician there. The technician checked the stimulator and the device had shut it's self off. The technician had turned the stimulation back on and checked the battery longevity and it had 30% battery life remaining. The caller said, his wife checked the stimulator this morning and the battery was doing nothing and wouldn't turn on and has no activity. I asked if anything came on the screen of the patient programmer. He said, he didn't know he was at work but he assumed it didn't. She had a couple problems in the last five days with lack of control. Also she hasn't felt stimulation turn on or off for a while either. Troubleshooting was unable to be performed as because caller was not with patient and equipment. Caller is going to call back tomorrow to do troubleshooting. Patient has a doctor appointment tomorrow that is not related to the device or therapy. He said, they would probably also try to set up an appointment with the doctor for the stimulator.